Event description:
During the procedure, the tip broke off from a k-wire and was lodged in the patient's femoral head. There was no attempt to remove the wire tip and the remainder of the k-wire was terminally sterilized and retained. The sales representative was contacted and the remainder of the wire was sent with the representative so that the manufacturer can conduct an evaluation.====================== manufacturer response for k-wire, gamma 3======================none to date.